Event description:
The pump was explanted due to "impending battery deletion." The device had been implanted a duration of 42 months. It was replaced with a similar device. No other information was provided.